Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. The sensor interface board (sib) was replaced to resolve the issue.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit alarmed 'manifold pressure sensor failure' during pre-use checkout. This alarm would have resulted in the loss of mechanical ventilation. There was no report of patient involvement.